Event description:
Clinical narrative updated 2026-6-29: after 8 days of support the pump was weaned and explanted. Prior to the wean and explant there was a bleed at the site that was treated by best practice of placement of a sandbag for pressure, blood product infused, changing of sheath angle, and manual pressure. When these measures failed the perclose were tightened and hemostasis achieved. Clinical narrative: an impella cp was inserted via the right femoral artery to support the 73 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient had a known thrombosis in the left leg after a knee replacement surgery the week prior. Vascular surgery was following the patient. Other medical history was not shared. The cp was placed in the right femoral and post placement there were lost pulses. Ultrasound imaging revealed bilateral slow perfusion. As the team was unable to place a fem-fem bypass due to the slow flow and thrombus on the left leg, the team returned the patient to the hybrid lab for escalation to the impella 5.5 pump. Again the team performed arterial doppler and due to some return of flow to the posterior tibial, the cp pump was not explanted and escalated to the 5.5. There was known peripheral disease and thrombus burden, but the pump was inserted and not explanted. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment. No other interventions were performed and to date pump remains on for support. The patient was anticoagulated with heparin systemically. The device functions as expected, p-7 with 3.1l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. H6 impact code f2303 added, removed f12. H6 clinical code added e0506. D6b explant dated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 73-year-old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient had a known thrombosis in the left leg after a knee replacement surgery the week prior. Vascular surgery was following the patient. Other medical history was not shared. The cp was placed in the right femoral and post placement there were lost pulses. Ultrasound imaging revealed bilateral slow perfusion. As the team was unable to place a fem-fem bypass due to the slow flow and thrombus on the left leg, the team returned the patient to the hybrid lab for escalation to the impella 5.5 pump. Again, the team performed arterial doppler and due to some return of flow to the posterior tibial, the cp pump was not explanted and escalated to the 5.5. There was known peripheral disease and thrombus burden, but the pump was inserted and not explanted. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c, d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment. No other interventions were performed and to date pump remains on for support. The patient was anticoagulated with heparin systemically. The device functions as expected, p-7 with 3.1l/min flow with d5w with sodium bicarbonate in the purge solution.